Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received insulin flow block alarm. The customer's blood glucose level was 88 mg/dl. The customer was assisted in troubleshooting for insulin flow block alarm. The customer reported that she tried all the remedies. The customer was advised to revert to back up plan and to put the insulin pump into storage mode. The insulin pump will be returned for analysis.